Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be recreated when the patient raised their arms. It was noted at the time of the shocks the patient was watching wrestling and cheering. The delivered shock impedance was high, but not out of range, at 150 ohms. An x-ray was taken which originally led the physician to believe the electrode may not have been fully inserted, however upon further review of four x-rays from implant it was determined there was no change in the connection and the x-ray angle was allowing for this thought. The noise was determined to be related to myopotential oversensing and the higher shock impedance was thought to be related to the electrode position and weight gain by the patient. A revision procedure was performed where both products were explanted. During the explant procedure, the physician experienced difficulty removing the electrode from the implant location and needed to use a mechanical tool to extract. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. A test electrode was inserted the lead barrel. The lead could be fully inserted into the lead barrel ad was easily removed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.